Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer stated that the insulin pump had flashing display. Customer was not able to clear alarm. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 3, pump error, pump error 37, pump error 43, missing segments or partial display noted. However, device received with corroded electronic assemblies and corroded motor home switch. Pump error 63 was confirmed in the device history due to corroded electronic assemblies.